Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
On 15feb2021, it was observed that the initial aware date was incorrectly reported. The correct aware date should be 19jan2021.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue replaced the ion battery pack, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a dead battery. There was no patient involvement, and no adverse event reported.